Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a product performance issue. Another crt-d system was implanted, and no additional adverse patient effects were reported. This crt-d is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response has not been received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'no problem detected'.